Manufacturer narrative:
.

Event description:
It was reported that the vns patient underwent surgery due to fluid buildup in the generator pocket on (B)(6) 2014. The surgeon did not observe any puss but flushed the generator pocket with antibiotics to clean the site. Cultures were taken and the results were negative. The patient recently underwent generator replacement surgery on (B)(6) 2014.